Event description:
A total knee replacement was in progress. During the removal of the modular intramedullary rod, the extension rod disassembled from the intramedullary rod due to a breakage and remained into the pt. MFR ref#: 3005180920-2014-00125.